Manufacturer narrative:
Currently, it is unk whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation, or additional info becomes available.

Event description:
Attorney reported: early 2005-- the pt underwent a recurrent incarcerated ventral hernia repair procedure, with placement of a non-recalled composix kugel mesh patch. In 2008-- the pt underwent surgery to explant the mesh patch, which was noted to be torn and migrated, causing the recurrent hernia.